Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) system was removed due to bacteremia. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issues were identified that required full analysis. Concomitant medical product: 5076-52 implantable pacing lead 2012-(B)(6); 429688 implantable pacing lead 2012-(B)(6); 694758 implantable tachy lead 2010-(B)(6). (B)(4).